Event description:
Per the clinic, the device was explanted due to reportedly suboptimal positioning of the internal device. The device was explanted on (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4)